Manufacturer narrative:
The customer did not supply the patient's weight. There is no indication that the access total bhcg (5th is) reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining reproducibly elevated beta human chorionic gonadotropin (access total bhcg (5th is)) results which were generated on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4) for samples from a (B)(6) female patient that were discordant to two other methodologies. The customer had two samples from the same patient that generated elevated access total bhcg (5th is) results that were above the laboratory's access total bhcg (5th is) normal reference range. The access total bhcg (5th is) result was reported outside the laboratory and was questioned as the results did not meet the clinical presentation of the patient. One of the samples was tested using the abbott architect and analysis was performed using immunochromatography (biocon); both methods resulted in negative results that were within the customer's expectations. There was no report of patient injury or change in patient treatment associated with this event. Assay calibration, quality control (qc) and system checks were performing within published specifications. A 20 repetition precision run was performed and was passing with good precision at 2.6%cv. Patient sample handling/processing information was not provided. The customer noted the sample to be cloudy.